Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and replaced the buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high sodium (na) patient results for approximately 12 patients on their au680 clinical chemistry analyzer. The high results were released out of the laboratory and were questioned by doctors. The customer then repeated the patient samples with lower results and amended later. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided data for 12 patients.